Event description:
It was reported that during preventive maintenance of the epg (external pulse generator), it was found the ventricular output could not be adjusted. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the encoder flex had an intermittent open trace on the ventricular encoder. It was also noted that the side bail covers were broken and the keyboard was damaged. (B)(4).